Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector heat seal bead of a homechoice cassette leaked. This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection through magnification noted a leak at the patient line connector heat seal bead. Functional testing, including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak at the patient line connector (luer) heat seal bead. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.